Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for loose tibial tray/cement mantle and polyethylene wear and osteolysis of insert. Mfg of cement by others.